Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A patient reported they were hospitalized and seen in ER. Their meter allegedly would prompt error 5 message. The result on the ER meter was 451 (no units). The time difference between patient's meter and ER was unknown. Treatment was unknown. No further information has been reported.